Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f08 captures the event of hospitalization or prolonged hospitalization. Imdrf impact code f1906 captures the event of modified surgical procedure. Imdrf impact code f0801 captures the event of intensive care. Imdrf impact code f2303 captures the event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas to treat a symptomatic pancreatic walled-off necrosis (won) during a endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the first flange was able to open within the walled-off necrosis cavity as normal using standard eus technique. However, the physician reported that the second flange of the stent did not open in the gastric lumen remaining narrow/compressed, and it eventually migrated into the walled-off necrosis cavity before it could be repositioned. The physician then switched to a gastroscope, and the puncture site was visible, but no stent component was visible to retrieve or reposition. The procedure was completed with a nasojejunal tube (njt) placed for feeding and nil by mouth (nbm). The device remains implanted. The patient experienced severe pain and was kept hospitalized for critical care for analgesia, intravenous antibiotics, and observation with the puncture site remaining open. However, it has also been reported that the patient is currently stable and has been stepped down from critical care. The stent remains in situ, and the patient is expected to make a full recovery.